Event description:
As reported by the user facility (translation of user facility (translation of user facility info by (B)(6)): the nurse after the cannulation left the needle on a pad. The tip was caught on it and when the nurse wanted to destroy them, she got punctured. Ref: MFR #9610825-2014-00085.